Manufacturer narrative:
Reactivity of the jka antigen was confirmed on retention capture-r ready-screen (I and ii), lot x250, which was used by the cutomer on the galileo. 2_cell screen was performed with customer's 2 returned samples using retention capture-r ready-screen I and ii, lot x250 on an in-house galileo. One sample was nonreactive with both cells and the other sample exhibited 1+ reactivity with cell I [jk(a+b-)] and was nonreactive with cell ii [jk(a+b+)]. Hemagglutination tube testing was performed with customer's samples using retention panoscreen I, ii, and ii, lot 22758. Immuadd, lot 357003-2 was used as potentiator. At iat, both samples were nonreactive with cell iii [jk(a-)] as expected. One sample was nonreactive (macro- and micro-) with cell I [jk(a+b-)] and exhibited weak microscopic reactivity with cell ii [jk(a+b+)]. The other sample exhibited weak microscopic reactivity with cells I and ii. The event appears to be related to the nature of the antibody.

Event description:
Customer reported unexpected negative reactions on the galileo with the 2 cell assay; an anti-jka was not detected in a patient sample.